Event description:
The end user reported that an unforeseen event occurred, unfortunately one of the tornier shoulder prostheses would have to be removed from one of the patients.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.